Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug did not fall out of the exoseal vcd shaft. The plug was not fully inside the shaft. The indicator wire was not visible when the device was removed. This was a postoperative femoral artery blockade. A non-cordis vascular sheath was used during the procedure. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The operator was a mature operator who had been professionally trained and had used the blocker successfully on several occasions. The patient's body mass index (bmi) was not greater than 40. The patient had no infectious disease. Other procedural details were requested but were not provided. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 18369895 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug did not fall out of the exoseal vcd shaft. The plug was not fully inside the shaft. The indicator wire was not visible when the device was removed. This was a postoperative femoral artery blockade. A non-cordis vascular sheath was used during the procedure. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The operator was a mature operator who had been professionally trained and had used the blocker successfully on several occasions. The patient's body mass index (bmi) was not greater than 40. The patient had no infectious disease. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18369895 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) failed to fully eject and was half in the delivery shaft and half exposed. When the device was withdrawn, the plug was withdrawn with the handle. There was no reported patient injury. This was a postoperative femoral artery blockade. An unknown vascular sheath and unknown stent system were used during the procedure. The operator was a mature operator who had been professionally trained and had used the blocker successfully on several occasions. The patient had no infectious disease. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.